Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. Follow up will be sent when the investigation is completed.

Event description:
Customer reports the patient experienced a pseudoaneurysm after a pulse field ablation (pfa) procedure using a faradrive sheath. An unspecified medical intervention was performed. The current condition of the patient is unknown. This event was discovered while reviewing the maude database. The event is being conservatively reported due to the pseudoaneurysm as it is possible the merit device was involved although the reported event only specifies the faradrive sheath.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the product history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team.